Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an ulcer under his arm. The patient was very large and the lifevest garment was fitting tightly. While in the hospital the patient's ulcer was treated with an unknown medication. The patient's was healing. The patient decided to end use fo the lifevest.